Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Secondary case was performed on (B)(6) 2017, for an unknown reason. An ovation ix iliac limb and an ovation ix extender were implanted. No additional event or patient information is available.